Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08/29/2019. The customer was in the process of troubleshooting the system at the time the event was reported and the system was not functional at the time to troubleshoot with technical support. Advised to do a leak test to verify the patient circuit, filter and external o2 sensor are not leaking. Provided part number for the prv if needed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit failed extended self-test (est) at the pressure relief stage. Error code relief valve cracking pressure out of range (3122). There was no patient involvement.